Event description:
It was reported that the implantable lead was explanted due to oversensing which is possibly due to lead fractured. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This event addresses a non-boston scientific lead issue. There was no reported allegation for a boston scientific product. This complaint no longer meets reportable criteria.

Event description:
It was reported that the implantable lead was explanted due to oversensing which is possibly due to lead fractured. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was surgically abandoned.